Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn 70512398, lot 28047d, reader sn (B)(6) ). Customer reported testing negative five or more times with at least two cue health covid-19 tests and two unspecified covid-19 antigen tests. Customer had no symptoms or known exposures. Cartridges were stored within the validated temperature range.